Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, low impedance and an insulation anomaly. The lead was capped and replaced on (B)(6) 2015. The patient was doing well.